Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, non-sustained rv oversensing due to loss of capture was observed. The lead impedance was increasing within normal range and was stable. Capture testing in clinic was suggested. No further information available.

Event description:
New information received notes that the patient presented in clinic for capture testing. Programming changes were made. Patient was stable.